Manufacturer narrative:
(B)(4).

Event description:
It was reported " "not closing/staple misaligned." No patient involvment reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " "not closing/staple misaligned." No patient involvment reported.

Event description:
It was reported " "not closing/staple misaligned." No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Upon functional testing, the first severely misaligned unformed staple sticking out of the device was manually removed. The first fire resulted in the staple fully forming and releasing. The second fire attempt resulted in an unformed staple releasing. Proper functional inspection could not be continued due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.